Manufacturer narrative:
Medwatch sent to FDA on 4/21/2016. (B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of sore, firm, tender, hard, enlarged, granular misform, cold sore, infection, rupture, swelling, nodules and possible cosmetic disfigurement are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling for the reported events of pain, edema, skin irritation, inflammation, herpes, infection, discharge and patient problem/medical problem: "precautions for use: as a matter of general principle, implantation of medical device is associated with a risk of infection. Undesirable effects: the patient must be informed that there are potential side effects linked to this procedure, which can be either immediate or delayed. These include but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.), which can occur simultaneously with itching or pain on pressure, can appear after the injection. These reactions can last for a week. Indurations or nodules at the injection area. Cases of necroses in the glabellar region, abscesses, granuloma, and immediate or delayed hypersensitivity after hyaluronic acid and/or lidocaine injections have been reported. It is therefore advisable to take these potential risks into account. Patients must report inflammatory reactions which persist for more than one week or any other secondary effect which develops, to their medical practitioner as soon as possible. The medical practitioner should treat these as appropriate."

Event description:
Healthcare professional reported injecting a patient with juvederm voluma with lidocaine on 3 occasions in the cheeks nasolabial folds and marionettes. The specific area on each occasion was not given. Patient had also been concomitantly injected with esthelis basic in the perioral lines and perlane in the cheeks. It was not specified which occasion is associated with the concomitant injections. The patient reported to the healthcare professional about 5 months later of having developed nodules that had began earlier prior to notifying the healthcare professional. Patient was also noted feeling sore, firm and tender. Healthcare professional notes that there is possibly "cosmetic disfigurement" in addition to a "spontaneous secondary infection." In the right cheek, the area was "swelled and ruptured." Healthcare professional believes the patient had a "terrible reaction" to the product in the injection areas since they were the only areas affected. There was a "granular misform" in the area that had the most product injected that became hard, enlarged, tender and swollen. The most significant nodules occurred in the juvederm voluma with lidocaine "only areas." Patient has been treated with multiple injections of hyaluronidase in the affect areas with minimal effect in addition to incision and drainage in 2 sites. The areas improved after injection with hyaluronidase being "softer but not perfect." On one of the days the patient was reviewed, they had a cold sore that had prevented the healthcare professional for providing additional hyaluronidase. Around a year later, the patient had been diagnosed with elevated glucose. Healthcare professional suspects the "vycross technology" is the issue. It was also noted the patient "may have been in the process of developing diabetes which predisposed [the patient] to granuloma formation." This is the same event and the same patient reported under MDR ID #3005113652-2015-00814 (allergan complaint # (B)(4)) and MDR ID #3005113652-2016-00279 (allergan complaint # (B)(4)). This MDR is being submitted for the second suspect product, the 1st occasion of juvederm voluma with lidocaine, also a device manufactured by allergan.

Manufacturer narrative:
The event of abscess is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming. Device labeling for the report event of abscess has been previously submitted.

Event description:
Additional information: healthcare professional reported that the 1st injection with juvéderm¿ voluma¿ with lidocaine was in the marionettes. This injection was concomitant with perlane. The 2nd injection with juvéderm¿ voluma¿ with lidocaine was in the cheeks, nasolabial folds, marionettes and chin. This injection was concomitant with esthelis basic. The 3rd injection with juvéderm¿ voluma¿ with lidocaine was in the nasolabial and marionettes. This injection was concomitant with esthelis soft. It was corrected that the patient did not have cold sores which had stopped treatment with hyaluronidase, but it was a "facial abscess with active infection." Treatment was first provided 6 months after injection. Patient has also been reviewed by a dermatologist and a plastic surgeon. The plastic surgeon's etiology of the symptoms was determined to be inflammatory nodules. Patient had also been treated with IV antibiotics. The patient now has "significant scars and facial disfigurement as a result of incisions" from the incision and drainage procedure. Healthcare professional noted that the patient will "require surgical procedures in the future to treat disfigurement." The plastic surgeon had noted that the patient "still has nodules present and active (inflammatory) in cheeks. Areas of other nodules (nasolabial folds and marionettes) have subsided but still very visible.

Manufacturer narrative:
Medwatch sent to FDA on 6/10/2016.

Event description:
Additional information: symptoms developed 6 months after the 3rd injection. Patient had inflammatory nodules all over their "place" which included the oral commissures in addition to the injection sites. Patient was treated with clarithromycin and declined treatment with steroids. It was found that MDR ID #3005113652-2015-00926 (allergan complaint# (B)(4)) is a duplicate for the same event, same patient and same suspected product for this MDR.